Manufacturer narrative:
Updating catalog number and brand name information.

Event description:
While the customer was using a part of an intraoral sensor system, they allege experiencing image quality issues when an x-ray image was taken and an additional image was required. No injury was reported from the alleged event.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. Usb 3 firmware v1.4 contains an issue in the portion of code used to optimize sensor performance. If the optimization occurs during an exposure or sensor readout, there is a chance that the resulting image will be corrupted. Image data following the point of corruption will consist of data that was previously held in the memory of the usb device. As a result, the presented image may contain a portion of data from a previous exposure. In general, this would be obvious to the user since the presented image would either contain obvious artifacts or different anatomy than expected. Field service evaluation- problem description (B)(6) 2026 10:24:58 (B)(6) (B)(6). Troubleshooting: issue reported: blemishes in images --- did the reported issue require multiple images / multiple exposures to be taken on a patient (yes/no - do not put na): yes equipment type and model: schick 33 sz 0 sensor serial number: (B)(6) kit as30001471 confirm sensor cable color: blue acquisition software & version: xv capture issue in one or all rooms: all rooms other sensors work with working remotes in room(s) with issue: yes pc name: (B)(6). Schick driver version (programs and features): 5_16 remote fw/fpga version: 2.38/1.15 sensor fw version: 3.4 if remote issue: 2.0 or 3.0: tried different usb cable/usb port/bypassed usb hubs/extenders: 3.0 remote: tried on a 3.0 and 2.0 usb port/cable clip connected: if sensor issue, replaced elastomer: yes if sensor issue, tried different sensor cable: yes if no response to radiation, confirmed xray head functional: additional troubleshooting steps /notes: took screenshot of blemishes, quoted svc club repl price of $2329 w/1 yr warranty, explained RMA process and rsl. Solution description (B)(6) 2026 10:37:39 (B)(6) (B)(6). Attached requested pn 100008659 schick33 s0 sensor/3.0 cable RMA kit, 3ft -- cables do not ship with RMA pn's ptc troubleshot sensor and requested RMA ptc reported no patient injury but additional retakes were needed